Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, the connecting pivot broke off from the proximal femoral nail a (pfna) aiming arm. It is unknown when this occurred. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The review on the basis of the material and manufacturing documents of the present aiming arm shows that all guidelines are completely corresponding according to the ao / asif specifications. Unfortunately it is not elicited afterwards, which mechanical forces were leading to this damage. It is possible that the centering pivots were not installed rule-consistent, therefore under the pressure that came from the fixation of the locking screw, this breakage occurred. No product fault could be detected. Placeholder.